Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor could not be interrogated. No intervention was performed at this time. The patient was in stable condition.